Event description:
It was reported that coronary artery bypass of the saphenous vein was performed approximately 3 months prior. On (B)(6) 2011, angiogram revealed new stenosis within the graft. During the procedure for treatment of the stenosis, an unspecified xience stent was deployed. Post stent deployment a large perforation was noted. Due to the length of the perforation, two graftmaster stents (3.0x16, 3.0x19) were successfully deployed. The perforation was noted to be sealed; however, approximately 10 minutes post procedure, the patient arrested. Resuscitation was initiated and the patient was intubated. Angiogram revealed that the perforation was not completely sealed and cardiac tamponade was diagnosed. Intervention was performed to surgically treat the perforation successfully. Patient condition is reported to be good and the patient was discharged (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 16 graftmaster and the unspecified xience stent are being filed under separate medwatch MFR numbers. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. The reported patient effect of hemorrhage, as listed in the graftmaster coronary stent graft instructions for use is a known adverse event associated with coronary stenting procedures. The cardiac arrest, cardiac tamponade, respiratory failure, and surgical procedure appear to be secondary effects of the perforation. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.